Manufacturer narrative:
Initial reporter - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that intra-artic balloon (iab) therapy was required during an angiogram. Insertion was noted to be difficult and once therapy was initiated, the console generated a no pressure source available alarm. The console was switched out with another, but the same issue occurred. The iab was then replaced and therapy was continued without further issue. There was no patient harm or adverse event reported.

Event description:
It was reported that intra-artic balloon (iab) therapy was required during an angiogram. Insertion was noted to be difficult. Once therapy was initiated, the pressure readings were not displayed and the console generated a no pressure source available alarm. The console was switched out with another, but the same issue occurred. The iab was then replaced and therapy was continued without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): describe event or problem. Additional reporter: (B)(6). Device evaluation: the product was returned with the membrane loosely folded and blood found on the exterior of the catheter. The extender tubing was also returned. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specification. The reported alarm cannot be confirmed by the evaluation. Additionally we are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).